Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 11/22/2021. Visual inspection confirmed that the tubing was separated on the distal end of the cassette. The reported tubing connection issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00093.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6), infutronix received a complaint from an end user: "an administration set model hs-008 lot n/a patient was saying they had gotten liquid on the screen of their pump from a set leak. The patient then stated the hose was no longer connected to the unit." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).